Manufacturer narrative:
Date sent: 06/09/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic tubal procedure, the first and second device would not allow anything to go thru them. A third device was used to complete the case with no pt consequence. Two devices were discarded.